Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd alaris pump module smartsite infusion sets were clogged. The following information was provided by the initial reporter: IV line does not prime properly. It primes to the distal port and stops. Despite flushing the IV set with a syringe with solution in it, it would not let us flush. These line are not able to be used.

Event description:
It was reported that 100 bd alaris pump module smartsite infusion sets were clogged. The following information was provided by the initial reporter: IV line does not prime properly. It primes to the distal port and stops. Despite flushing the IV set with a syringe with solution in it, it would not let us flush. These line are not able to be used.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by customer that "IV line does not prime properly. It primes to the distal port and stops. Despite flushing the IV set with a syringe with solution in it, it would not let us flush." The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2452-0007 lot number 22066055 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.